Event description:
The device was used during a laparoscopic myomectomy procedure. Reportedly, the needle broke. The surgeon was able to retrieve half of the needle and manually sutured to complete the procedure. The surgeon could not locate the second half of the needle and stated there would be no harm to leave it in the pt. The hosp has reported no pt injury occurred.